Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics stopper separated from the plunger when injecting the rabies vaccine. The following information was provided by the initial reporter, translated from chinese to english: "when opening the syringe before injecting rabies vaccine to the patient again, the stopper on the syringe is found to be separated with the plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics stopper separated from the plunger when injecting the rabies vaccine. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the syringe before injecting rabies vaccine to the patient again, the stopper on the syringe is found to be separated with the plunger."